Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported false downstream occlusion errors, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion messages.the reported condition was verified. The cause was determined to be the force sensor pressure reading was out of the calibrated specification. The force sensor no-tube calibration was completed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the reported false upstream occlusion errors, which were not reproduced during evaluation. A review of the event history log identified only three upstream occlusion messages. Evaluation observed and found the upstream sensor readings were within the calibrated specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion and a false downstream occlusion alarms. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.